Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm, which is off label usage of the device. In the middle of the night the patient experienced extreme sweating, and incoherent and slurry speech, the cgm was reading 181 mg/dl, no fingerstick was taken at this moment, and the wife treated the patient with orange juice and called an ambulance. When the paramedics arrived the cgm was reading 98 mg/dl and the blood glucose reading was 57 mg/dl. The paramedics provided more orange juice, a sandwich, glucose tablets, and waited until the patient stabilized. At the time of the report the patient was stable. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.